Event description:
It was reported that pharmacy turned on the pump to prepare for new client. An error message came up saying pca dose cord button stuck. Release or remove cord. There was not dose cord attached nor did the previous client use a dose cord. Nothing else can be done with the pump at this time even turning it off requires the batteries to be removed. No patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the pca dose cord button stuck alarm was immediately found when turning it on. Replacing the remote dose connector resolved the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.